Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he found several air bubbles towards the end of the infusion set at the quick release. The size of the bubbles is 2 and half to 3 inches. Customer stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Customer was advised to deliver a fixed prime until air bubbles are no longer visible; customer was able to purge the bubbles out. Blood glucose value is 130 mg/dl. Nothing further reported.